Event description:
A wound of unknown source had been treated with integra dermal regeneration template approximately three weeks previous to the event. The product is used to cover excised burn wound sites to allow formation of a neodermis under a protective silicone layer. Upon formation of the neodermis, and adequate vascularization the silicone layer is removed and an epidermal autograft or allograft is applied. It is not known at this time when the autograft may have been applied in this instance. The pt presented with 102.7 degree temperature, a white cell count of 20,000, and foul smell around the lower leg wound site. Upon examination the surgeon observed a soupy exudate present, and autograft floating on top of exudate. The surgeon excised through the tissue and observed granulation tissue under the infected neodermis. The neodermis appeared soupy. The surgeon debrided the lower leg from knee to ankle and applied allograft. The infected sites from knee to ankle and applied allograft. The infected sites were cultured and organism presumptively identified as pseudomonas aeruginosa. Pt is reportedly doing fine.